Event description:
Healthcare professional reported right side capsular contracture baker grade iii treated through ibuprofen. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on jun 11, 22. Visual analysis of the photographs identified: red particles on the surface of the shell. Encapsulation 100%. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on may 24, 2022. Visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii treated through ibuprofen. The device has been explanted.

Event description:
The device has been explanted.